Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level kept going up. The customer did not believe he was receiving insulin. The drive support cap started to come out and push out. Insulin, at the same time, started coming out. The numbers were not registering on the insulin pump. Customer's blood glucose level was around 200 mg/dl. He treated his blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, off no power, unexpected restart, displacement and rewind tests. The stop current and run current tests were within specification. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a stained end cap sticker and a peeling address/serial number label.